Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, pin 4 was out of tolerance on the u725 component. The cause of the non-functional electrodes is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor returned a belt indicated that the ECG electrodes were non-functional.